Manufacturer narrative:
On 7-dec-2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Additionally, on 8-dec-2021, bwi received additional information regarding the event. The patient is male. The adverse event was discovered during use, or post use of biosense webster products. The physician¿s opinion on the cause of this adverse event: no particular abnormalities were found in the product before or after the pop. Intervention provided: noradrenaline was administered. Patient outcome of the adverse event: improved. Device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch bidirectional sf catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30616691l number, and no internal action was found during the review. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered steam pop requiring symptom management. Steam pop at near rpv roof. Although blood pressure decreased temporarily, it returned to the normal value and procedure was conducted. Procedure completed uneventfully. Details of health injury (others): during the procedure. When blood pressure decreased, noradrenaline was administered to stabilize blood pressure. Reported had not heard about prolonged hospitalization. After blood pressure was stabilized, the patient's condition was stable, and the case ended without incident. No specific abnormalities were observed in the products after the onset before the onset of pop. Steam pop is not MDR-reportable. However, since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.